Manufacturer narrative:
On 2019-aug-09 arjo was notified about the incident with the involvement of passive floor lift maxi twin and passive loop sling. It was stated that during patient's transfer sling body has ripped. According to information provided the event occurred due to the fact that during application of the sling one of its part has been hooked up with the side rail of a wheel chair and in a consequence led to the rupture of the material when lifting has started. However, there was no fall nor injury reported. The sling in question was not available for the evaluation due to the fact that it was soiled and discarded after the incident. The circumstances described by the arjo qualified representative, was as following: "this event was originally brought by the caregiver's careless operation that it didn't check if a loop on the sling hanging on something". Even though sling could not have been evaluated, information collected allowed to establish that the most probably handle strap hooked of a wheelchair and led to sling body ripping failure when the transfer started. The sling instruction for use (04. Sl.00-int1_7) provided with every arjo slings includes crucial information and instructions how to correctly apply the sling to the lift spreader bar: "make sure straps are not caught by wheelchair or lift castors." "To avoid injury to the patient, pay close attention when lowering or adjusting the spreader bar" "make sure that: all loops are securely attached,- all straps are straight (not twisted)- the patient lays comfortable in the sling." "To avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." Please note, if the caregivers follow all recommendations and procedures provided in instructions for use and the sling is not subjected to an additional, external excessive force, the risk of sling strap breakage and subsequent hazardous situations is low. From the above it can be concluded that not checking correct position of the sling straps during preparation for the transfer and thus not adhering to the instruction for use could have directly contributed to the event of body section ripping failure during use. To conclude, the system passive floor lift and passive clip sling was used for the patient's transfer. The sling body section ripped and from that perspective the device did not meet the manufacturer's specification. We decided to report this event based on the potential for resident's fall and health impact if the malfunction would to re-occur.

Manufacturer narrative:
After the event claimed sling has been discarded and withdrawn from use. Additional information will be provided upon investigation conclusions.

Event description:
On (B)(6) 2019 arjo was notified about the incident with the involvement of passive floor lift maxi twin and passive loop sling. It was stated that during patient's transfer sling body has ripped. According to information provided the event occurred due to the fact that during application of the sling one of its part (the pulling handle strap) has been hooked by the side rail of a wheel chair and in consequence led to the rupture of the material in the initial phase of the transfer. However, there was no fall or injury reported.